Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Head actually moved while brushing and it would no longer connect when pushed back on - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that while brushing, the oral-b io toothbrush head moved and would no longer connect when they pushed it back on the oral-b io toothbrush. No injury was reported. 21-aug-2023 via weblink attachment: the suspect product was oral-b rechargeable toothbrush handle 3758 io series. The suspect lot number was ??o3131514. No injury was reported.

Manufacturer narrative:
On 21-nov-2023 product investigation results: manufacturing issue was investigated. Corrective action is in place.

Event description:
Head actually moved while brushing and it would no longer connect when pushed back on - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that while brushing, the oral-b io toothbrush head moved and would no longer connect when they pushed it back on the oral-b io toothbrush. No injury was reported. On 21-aug-2023 via weblink attachment: the suspect product was oral-b rechargeable toothbrush handle 3758 io series. The suspect lot number was o3131514. No injury was reported. On 29-sep-2023 case update from information initially received on 28-sep-2023: the suspect product lot number was ah03131514. No injury was reported. On 21-nov-2023 case update from information initially learned on 28-sep-2023: the suspect product was oral-b rechargeable toothbrush handle 3758 io series 9. No injury was reported. On 21-nov-2023 case update from information initially learned on 29-sep-2023: the concomitant product lot number was a20381516. No injury was reported.